Event description:
It was reported that during ilet setup the user could not observe drops during the fill tubing step while using a cartridge and a compatible infusion set, then found insulin droplets underneath the cartridge's red stopper with no insulin in the chamber; a second supply change initially prompted an unable to proceed message, after which a complete supply change with new supplies was successfully completed and setup resumed. Investigation of this case revealed evidence consistent with a leak at a seal associated with the reservoir component, aligning with a leak or splash device problem. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.